Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through the implant patient registry that a 27mm valve implanted in the aortic position was explanted after 4 years and 8 months for unknown reasons. A 27mm valve was implanted in replacement.

Manufacturer narrative:
H6. Reference CAPA-20-00141.